Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (daughter) for the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2016, 08:45am. She claimed that the patient obtained an alleged inaccurate high blood glucose result of "305, 230, 224, 214, 240, 222, 195, 227 and 284 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercises and reported that on an unspecified time prior to the start of the alleged product issue she was experiencing symptoms of weak dizzy and tired. The reporter stated that the patient attended ER and received 5 units of humulin insulin from a health care professional (hcp) on (B)(6) 2016 at 8pm and on (B)(6) 2016; at 12:30am she received 5 units of humulin and obtained a blood glucose result of 130mg/dl on the hospital meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient did not have control solution to complete a test. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.